Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle chamber base plate was missing, and the proximal connector was not attached to the valve. The valve could not be irrigated due to the missing needle chamber base plate. The catheters were irrigated with purified water, no occlusion was noted. It was noted that the ruby ball was stuck to the seat of the ruby ball. The valve was not leak tested due to the missing needle chamber base plate. The valve was tested for programming. The valve failed the test. The valve cam mechanism did not move. It was not possible to pressure test the valve, due to the missing needle chamber base plate. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, cam mechanism pillar, and on the base plate. The cam magnets were also controlled. No defects were found. Review of the history device records confirmed the valve product code 82-3832, with lot cpnbg0, conformed to the specifications when released to stock on the 17th january 2014. The root cause of the problem reported is due to biological debris found within the device. The root cause of the missing needle chamber base plate and the proximal connector disconnect from the valve, could be due to wrong handling of the valve, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The patient is female and (B)(6). The surgeon did v-p surgery on (B)(6) 2014. No abnormalities were reported during the procedure. After 5 days of the surgery, the patient had disorder of consciousness and it was getting worse. The surgeon suspected the valve was obstructed. CT indicated the ventricle retraction was not obvious. The surgeon did revision surgery on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3832, with lot cpnbg0, conformed to the specifications when released to stock on the 17th january 2014. No root cause could be determined as no sample was returned for evaluation. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.